Event description:
It was reported that on (B)(6) 2013, the patient had a 2.75 x 38 mm xience prime stent and a 3.5 x 33 mm xience prime stent implanted in the proximal left circumflex artery (lcx). A 3.5 x 18 mm xience prime stent was implanted in the mid right coronary artery (rca). At the 8-month follow-up visit, 100% restenosis was observed in the 3.5 x 33 mm xience prime stent in the proximal lcx. The physician chose to take a wait-and-see approach, as the patient had undergone numerous treatments for the lcx and the hospitalization of the patient had been planned beforehand (regardless of the restenosis), and the hospitalization period was not prolonged because of the restenosis. The patient is currently visiting the hospital as an out-patient and whether or not a percutaneous coronary intervention (pci) should be performed again is being discussed. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. However, there were no reported device malfunction or product deficiencies. The reported patient effect of stenosis/restenosis is listed in the japan xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.